Manufacturer narrative:
Failure analysis results: the insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. However, the insulin pump was received vibrate/low reservoir alarm and absence empty reservoir alarm confirmed, problem isolated to mother board. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump would not alert when reservoir is empty. The customer's blood glucose was 110 mg/dl at the time of incident. The customer performed troubleshooting. Self test passed. The insulin pump was returned for analysis.